Manufacturer narrative:
Date sent to the FDA: 06/03/2021. Additional h-3 summary: visual analysis of the returned sample determined that one opened sample of product code v1059h was received for evaluation. Cracked barrel defect could be observed in the needle. The visual inspection concluded that the needle detached from the suture, since the needle has a complete separation of metal along the barrel of the needle. The cracked barrel defect has been correlated to the manufacturing process. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Representative samples: visual analysis of the returned sample determined that two sealed sample of product code v1059h were received for evaluation. Cracked barrel defect could be observed in the needles. The visual inspection concluded that the needle detached from the suture, since the needle has a complete separation of metal along the barrel of the needle. The cracked barrel defect has been correlated to the manufacturing process. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through the quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 06/03/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the second surgery reported to ethicon? If yes, please provide a product complaint number. Yes, this is the second of the two: complaint ID: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent a hip procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. Two different surgeries after each other. No adverse patient consequences were reported. Additional information was requested.